Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer's blood glucose level was 486 mg/dl at the time of the incident. The customer's health care provider wanted to hospitalize the customer but the customer refused. The customer was treated with insulin drip. The customer resolved their blank display issues by inserting new batteries in the device. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
All operating currents are within specification. No unexpected battery out limit, low battery or off no power alarms noted. The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No blank display noted during our testing. The insulin pump functioned properly. All buttons functioning properly during our testing. No damage was found on the keypad traces noted during our visual inspection. The lcd connector was inspected and no anomaly was noted. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.